Event description:
It was reported that there have been recent cases where post pace t-wave oversensing (twos) could not be resolved with blanking and/or changes in sensitivity. It was also reported that customers are upset and will not implant the device. It was further questioned whether something changed in the device and if there is a "software fix" planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.